Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a carto® 3 system and surgery was prolonged. It was reported that there was a location pad error 17 before a vt case. The team managed to do the case without the location pad, without carto® system. There were no patient consequences except for a one (1) hour delay. Additional information was received on 18-aug-2022. In physician¿s opinion, the delay contributed to a death or a serious injury to the patient; they had 30 min delay. Procedure was completed successfully. Patient was on the table prepared for the procedure when the delay occurred. Clarification has been requested for the response that ¿in physician¿s opinion, the delay contributed to a death or a serious injury to the patient; they had 30 min delay.¿ it was initially reported that there was an hour delay and with the additional information received on 18-aug-2022, a 30-minute delay was stated. Should additional information become available, this complaint will be updated accordingly. The location pad issue was assessed as not MDR reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter address line 1(cont.): (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 31-aug-2022, in the physician¿s opinion, the delay did not contribute to a death or a serious injury to the patient. The procedure was completed successfully. The patient was in the room when the delay occurred. Additional information was received on 14-sep-2022, the delay was 15 minutes. With the information received on 14-sep-2022, the event is no longer considered to be MDR reportable under MFR# 2029046-2022-02021. As such, the h 6. Health effect - impact code has been updated. Since this event has already been reported to FDA, biosense webster inc. Will continue to submit supplemental 3500a reports to FDA with any updates even though this event is no longer considered MDR reportable. Investigation details: it was confirmed that the issue was resolved by replacing the faulty lp cable with another one that was delivered to the customer. The issue was resolved. The system is ready for use. A manufacturing record evaluation was performed for the finished device number 13193 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).